Manufacturer narrative:
(B)(4). The device history record of batch number 74e1402012 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device sample was reportedly discarded. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: two metal darts at the end of the suture broke off inside the patient and they were not retrieved. The patient's condition was reported as unknown.